Event description:
The contact at the hospital reported that the orbit galaxy coil (B)(4) was stretched during the procedure and the patient developed thrombosis. It was the first coil used in the procedure to frame the aneurysm. The surgeon tried to retrieve the coil to remake a frame, but distal part of the coil was stuck in the aneurysm with the thrombus. The surgeon tried to retrieve the coil, and it stretched. So, the surgeon removed the coil using a snare. At the time of the initial contact the product was available for return.

Manufacturer narrative:
The product is expected to be returned but has not yet been received. When the product is received an investigation will be conducted and a follow up report will be submitted within 30 days. Conclusions will be made at that time.

Manufacturer narrative:
Additional information received from the customer on april 28, 2015: the target vessel site was the internal carotid artery dorsal wall. The aneurysm was saccular. The patient did not have any known allergies. The patient¿s medical history did not include any factors that may have predisposed or contributed to thrombus formation. The event occurred about 5-10 minutes after insertion of the complaint coil. Prior to the surgery, the patient had undergone antiplatelet therapy. Product analysis: a part of non-sterile orbit galaxy cmplx xtrasoft coil 4x8 was received coiled inside of a plastic bag. The hypo-tube, introducer, support coil and gripper were not returned for evaluation. The embolic coil was found stretched/kinked broken and residues of dry blood can be observed on it. The part of the received embolic coil was inspected under microscope and it was received stretched/kinked broken and residues of dry blood can be observed on it. The edge of the broken section of the embolic coil show evidence that it was elongated / kinked before it was broken. The edges of the broken sections of the suture show evidence that it was elongated before it were broken. The review of lot 17060664 revealed no anomalies that can be related to the reported complaint. The report of unraveled/stretched was confirmed on analysis and attributed to use during the interventional procedure. Thrombosis is a known potential adverse event associated with coil embolism procedures and is listed in the IFU as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the limited information suggests that vessel, target, procedural and pharmacologic issue may have contributed to the reported event of thrombosis and the confirmed coil damage.